Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced stimulation from their implantable neurostimulator (ins) in the wrong location. It was also noted that the patient needed better coverage of their ribs and abdomen on their right side and experienced less than 50% therapy relief in those areas. Diagnostics and troubleshooting performed included reprogramming. A lead revision was performed on (B)(6) 2015 where one of the lead components was explanted and a new lead was placed. The patient status at the time of report was noted as ¿alive ¿ no injury¿. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.